Event description:
It was reported that the implantable neurostimulator (ins) was replaced for an unknown reason. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device had been explanted due to battery exhaustion; the implantable neurostimulator (ins) had premature depletion due to the requirement of high energy-consuming settings. No patient injury was reported.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), product type: extension, product ID 3093-28, lot# j0343746v, implanted: 2003 (B)(6), explanted, product type: lead (B)(4).